Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migrated in my body/only had one coil and it was not in the correct location in approximately"), device breakage ("essure broke/ fragments"), uterine perforation ("protruding out of uterine serosa on right coronal"), uterine cancer ("uterine cancer"), cholecystectomy ("gall bladder removal") and uterine haemorrhage ("abnormal uterine bleeding (heavy bleeding)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (4 live births on (B)(6) 1996, (B)(6) 2000, (B)(6) 2002, (B)(6) 2003). Patient take one year vicodin as treatment for shoulder pain. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced malaise ("constantly sick"), headache ("bad headaches that last for days at a time"), pain ("feel like having a knife stabbing on left side / body pain"), back pain ("lower back pain is unbearable"), musculoskeletal chest pain ("severe and persistent pain in center ribs") and abdominal pain ("severe and persistent pain in abdomen area"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). In 2013, the patient experienced abdominal pain lower ("cramping/ lower abdominal pain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine cancer (seriousness criterion medically significant). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("periods are worse than ever"), asthenia ("weakness"), dizziness ("dizziness"), vomiting ("vomiting"), hypertension ("extreme white coat syndrome"), allergy to metals ("hypersensitivity reaction to nickel"), mental disorder ("caused or aggravated psychiatric and/or psychological conditions"), rotator cuff syndrome ("torn rotor cuff") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (hysterectomy with portion of essure was removed and I will require another surgery), surgery (hysterectomy with portion of essure was removed and I will require another surgery), surgery (hysterectomy with portion of essure was removed and I will require another surgery) and surgery (hysterectomy with portion of essure was removed and I will require another surgery). Essure was removed. At the time of the report, the device dislocation, device breakage, uterine perforation, uterine cancer, cholecystectomy, uterine haemorrhage, asthenia, dizziness, abdominal pain lower, vomiting, hypertension, abdominal pain, allergy to metals, mental disorder and rotator cuff syndrome outcome was unknown, the malaise, headache, pain, menstrual disorder, back pain and musculoskeletal chest pain had not resolved and the musculoskeletal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, asthenia, back pain, cholecystectomy, device breakage, device dislocation, dizziness, headache, hypertension, malaise, menstrual disorder, mental disorder, musculoskeletal chest pain, musculoskeletal pain, pain, rotator cuff syndrome, uterine cancer, uterine haemorrhage, uterine perforation and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51775.2 kg/sqm. On (B)(6) 2013, patient had confirmed hysterosalpingogram (hsg) test. On 2003-2008 , patient had used contraception or method of birth control condoms and c-film. Most recent follow-up information incorporated above includes: on 4-dec-2017: plaintiff fact sheet provided. The following information was added: new reporter, patient demographic data, relevant history, lad data, product indication, two removal dates provided ((B)(6) 2013 and (B)(6) 2015). Case was upgraded to incident. New serious events added: uterine cancer, essure migrated in my body/only had one coil and it was not in the correct location in approximately, essure broke/ fragments, gallbladder removal, protruding out of uterine serosa on right coronal and abnormal uterine bleeding (heavy bleeding). Additional non serious events were also added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migrated in my body/only had one coil and it was not in the correct location in approximately"), device breakage ("essure broke/ fragments"), uterine perforation ("protruding out of uterine serosa on right coronal"), uterine cancer ("uterine cancer"), cholecystectomy ("gall bladder removal") and uterine haemorrhage ("abnormal uterine bleeding (heavy bleeding)") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (4 live births on (B)(6) 1996, (B)(6) 2000, (B)(6) 2002, (B)(6) 2003) and vaginal bleeding. Patient take one year vicodin as treatment for shoulder pain. Concurrent conditions included hypermenorrhea, uterine enlargement and uterine prolapse. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced malaise ("constantly sick"), headache ("bad headaches that last for days at a time"), pain ("feel like having a knife stabbing on left side / body pain"), back pain ("lower back pain is unbearable"), musculoskeletal chest pain ("severe and persistent pain in center ribs") and abdominal pain ("severe and persistent pain in abdomen area"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). In 2013, the patient experienced abdominal pain lower ("cramping/ lower abdominal pain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine cancer (seriousness criterion medically significant). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("periods are worse than ever"), asthenia ("weakness"), dizziness ("dizziness"), vomiting ("vomiting"), hypertension ("extreme white coat syndrome"), allergy to metals ("hypersensitivity reaction to nickel"), mental disorder ("caused or aggravated psychiatric and/or psychological conditions"), rotator cuff syndrome ("torn rotor cuff") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (hysterectomy with portion of essure was removed and I will require another surgery), surgery (hysterectomy with portion of essure was removed and I will require another surgery), surgery (hysterectomy with portion of essure was removed and I will require another surgery) and surgery (hysterectomy with portion of essure was removed and I will require another surgery). Essure was removed. At the time of the report, the device dislocation, device breakage, uterine perforation, uterine cancer, cholecystectomy, uterine haemorrhage, asthenia, dizziness, abdominal pain lower, vomiting, hypertension, abdominal pain, allergy to metals, mental disorder and rotator cuff syndrome outcome was unknown, the malaise, headache, pain, menstrual disorder, back pain and musculoskeletal chest pain had not resolved and the musculoskeletal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, asthenia, back pain, cholecystectomy, device breakage, device dislocation, dizziness, headache, hypertension, malaise, menstrual disorder, mental disorder, musculoskeletal chest pain, musculoskeletal pain, pain, rotator cuff syndrome, uterine cancer, uterine haemorrhage, uterine perforation and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51775.2 kg/sqm. On (B)(6) 2013, patient had confirmed hysterosalpingogram (hsg) test. On 2003-2008 , patient had used contraception or method of birth control condoms and c-film. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2018: this case was identified as a duplicate of case (B)(4) (MFR number 2951250-2015-00008) and will be deleted from bayer database. All information was transferred to the remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migrated in my body/only had one coil and it was not in the correct location in approximately"), device breakage ("essure broke/ fragments"), uterine perforation ("protruding out of uterine serosa on right coronal"), uterine cancer ("uterine cancer"), cholecystectomy ("gall bladder removal") and uterine haemorrhage ("abnormal uterine bleeding (heavy bleeding)") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida (4 live births on (B)(6) 1996, (B)(6) 2000, (B)(6) 2002, (B)(6) 2003). Patient take one year vicodin as treatment for shoulder pain. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced malaise ("constantly sick"), headache ("bad headaches that last for days at a time"), pain ("feel like having a knife stabbing on left side / body pain"), back pain ("lower back pain is unbearable"), musculoskeletal chest pain ("severe and persistent pain in center ribs") and abdominal pain ("severe and persistent pain in abdomen area"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). In 2013, the patient experienced abdominal pain lower ("cramping/ lower abdominal pain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced uterine cancer (seriousness criterion medically significant). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("periods are worse than ever"), asthenia ("weakness"), dizziness ("dizziness"), vomiting ("vomiting"), hypertension ("extreme white coat syndrome"), allergy to metals ("hypersensitivity reaction to nickel"), mental disorder ("caused or aggravated psychiatric and/or psychological conditions"), rotator cuff syndrome ("torn rotor cuff") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (hysterectomy with portion of essure was removed and I will require another surgery), surgery (hysterectomy with portion of essure was removed and I will require another surgery), surgery (hysterectomy with portion of essure was removed and I will require another surgery) and surgery (hysterectomy with portion of essure was removed and I will require another surgery). Essure was removed. At the time of the report, the device dislocation, device breakage, uterine perforation, uterine cancer, cholecystectomy, uterine haemorrhage, asthenia, dizziness, abdominal pain lower, vomiting, hypertension, abdominal pain, allergy to metals, mental disorder and rotator cuff syndrome outcome was unknown, the malaise, headache, pain, menstrual disorder, back pain and musculoskeletal chest pain had not resolved and the musculoskeletal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, asthenia, back pain, cholecystectomy, device breakage, device dislocation, dizziness, headache, hypertension, malaise, menstrual disorder, mental disorder, musculoskeletal chest pain, musculoskeletal pain, pain, rotator cuff syndrome, uterine cancer, uterine haemorrhage, uterine perforation and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51775.2 kg/sqm. On (B)(6) 2013, patient had confirmed hysterosalpingogram (hsg) test. On 2003-2008 , patient had used contraception or method of birth control condoms and c-film. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.